Event description:
Patient stated they currently have 2 nevro spinal cord stimulators that do not work for them despite "going in dozens of times" for adjustments. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5151411.